Event description:
It was reported that during a selenia dimensions procedure on (B)(6) 2023 , the system was moving without interaction from the technologist. A field engineer examined the equipment and determined that the switches needed to be replaced. All the necessary checks and calibrations were performed and the system met the manufacturer´s specifications. No patient or staff injury reported. No other information is available.